Event description:
It was reported that the customer passed away due to congested heart failure and diabetes. The wife stated that the customer was not wearing the insulin pump at time of death. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.